Manufacturer narrative:
The complaint device has not been returned, despite requesting for it several times, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. It was reported that all the metal shavings were removed. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The product was releasing metal on the shoulder during surgery. The procedure was completed with same like product.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the complaint device reveals no anomalies to the outer shaft. When the inner shaft was examined, the distal end showed multiple friction marks and accumulation of tissue debris, indicates excessive friction and indicates that the device might have hit a hard surface, which could lead to metal shavings as reported, confirming the complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. Moreover, it was reported that the surgeon was able to remove all the shavings by aspiration. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The product was releasing metal on the shoulder during surgery. The procedure was completed with same like product.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
The product was releasing metal on the shoulder during surgery. The procedure was completed with same like product.